Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered within the aquabplus reverse osmosis (ro) system. The motor protection switch was charred. There was also a burning smell and evidence of arcing on the three wires connected from the switch to the relay. The reported issue was discovered during troubleshooting for a f-04-50-04 pump p1 defective message received during the t1 test. There was no reported smoke, spark, or flame. No blown fuses were identified in the local power supply. The stage 1 thermal overload relay did trip. The machine is plugged into its own breaker. There were no local power grid issues on or around the reported event date. The ro system was placed into emergency mode stage 2 in order to return the machine to service. The motor protection switch and wiring harness were later replaced to resolve the reported issue. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered within the aquabplus reverse osmosis (ro) system. The motor protection switch was charred. There was also a burning smell and evidence of arcing on the three wires connected from the switch to the relay. The reported issue was discovered during troubleshooting for a f-04-50-04 pump p1 defective message received during the t1 test. There was no reported smoke, spark, or flame. No blown fuses were identified in the local power supply. The stage 1 thermal overload relay did trip. The machine is plugged into its own breaker. There were no local power grid issues on or around the reported event date. The ro system was placed into emergency mode stage 2 in order to return the machine to service. The motor protection switch and wiring harness were later replaced to resolve the reported issue. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
Plant investigation: photographs were provided by the customer which were used by the manufacturer to confirm the reported issue. The manufacturer determined the identified thermal damage is most likely the result of a bad electrical contact at the pins of the motor protection switch, which can cause transition resistance and increased temperature/thermal energy at the contact pins. This failure represents a known issue. A new design of the motor protection switch and its wiring have been developed but has not been released to the us market. It is recommended to replace the wiring with included blade receptacles in both stages until the part becomes available to the us market. In this case, the motor protection switch and the overheated wiring in stage 1 were replaced to resolve the thermal damage.